Manufacturer narrative:
Additional manufacturing narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted. H3 other text : sensor was discarded by customer.

Event description:
Per the medwatch report "critically ill patient developed unstageable pressure injury to occiput, as well as multiple deep tissue injuries to the forehead associated with the use of masimo pulse oximetry devices and headband". There were no additional medical interventions reported.